Event description:
The customer reported getting overload fault error with no fluoro. Also, the left side of the screen was black. There was pt involvement with no injury. Case was finished without use of c-arm.

Manufacturer narrative:
The ge svc rep found system with blown snubber. The rep replaced snubber, filament driver, gen driver, still blew snubber, ordered more parts, replaced back plane, gen driver, filament driver, hv cable, tube, snubber, hv supply reg, and hv tank, recalibrated hv circuit and tested. System funtions as intended.